Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Please note that originally when the report was received, it was unclear if the death mentioned was related. However, a call was held between b. Braun and (B)(6) on (B)(6) 2023. The (B)(6) representatives confirmed that there were no patient deaths associated with interruptions to care due to air-in-line alarms on infusomat space pumps and sets. The reported events were classified as "near misses." As such, this report is submitted amending section b2, h1, and h6 to reflect serious injury. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: ails with levophed, had lots of small champagne bubbles in tubing. Could not easily clear ail thus delayed therapy.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging were provided for evaluation. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, both samples were attached to the pump and then tested while staggering the rate of flow throughout the therapy. No alarms occurred during the testing. The sample was also leak tested per specification with no leakages observed. The reported defect was not confirmed. Although the air-in line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.